Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9004350. Model: sc-9004-35. Serial: (B)(6). Batch: 2000011000. UDI: (B)(4). Product family: scs-adapters. Upn: m365sc9004350. Model: sc-9004-35. Serial: (B)(6). Batch: 18563255. UDI: (B)(4). Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) adapters were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain and discomfort. It was confirmed through x-ray that the implantable pulse generator (ipg) and spinal cord stimulation (scs) leads had moved. The patient underwent a spinal cord stimulator (scs) system revision procedure wherein the leads were replaced and the ipg was repositioned. The patient was doing well postoperatively. The explanted device components were not returned per facility policy.

Event description:
It was reported that the patient was experiencing pain and discomfort. It was confirmed through x-ray that the implantable pulse generator (ipg) and spinal cord stimulation (scs) leads had moved. The patient underwent a spinal cord stimulator (scs) system revision procedure wherein the leads were replaced and the ipg was repositioned. The patient was doing well postoperatively. The explanted device components were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb . Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9004350. Model: sc-9004-35. Serial: (B)(6). Batch: 2000011000. UDI:(B)(4). Product family: scs-adapters. Upn: m365sc9004350. Model: sc-9004-35. Serial:(B)(6). Batch: 18563255. UDI:(B)(4).